Event description:
Customer reported that a bolus failed and was not able to get delivery despite changing the insertion sites. Customer had received no delivery alarms but declined to troubleshoot for the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.